Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-08205 and 1627487-2013-08206. It was reported the pt's ipg (implantable pulse generator) was replaced with a different model ipg and an additional lead was also added to improve the stimulation coverage. Reprogramming done post-operatively provided the desired stimulation.